Event description:
Caller reported that the pump battery would not charge, despite using a tandem charging cable through various methods, including a computer and a wall outlet. There was no reported adverse impact to the customer's blood glucose level. Customer was advised by technical support to insert the charging cable into different usb ports and try different wall adapters and cables, but these attempts did not resolve the issue. As a corrective action, technical support decided to replace the pump under warranty, instructing the customer to use the current pump for backup therapy. Additionally, the customer received instructions on how to put the pump into storage mode and was asked to return it using a prepaid label within 10 days.